Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The following information was requested, the following was obtained: the additional information provided for blake drain product code: (B)(4) is not valid. Please re-check. The code is (B)(4). No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 05/6/2019. Evaluation: received one piece of drain (only the tube part, without flutes), about 30 cm long. The torn surface is uneven; such appearance may show that the drain was sewn or damaged in this area. The drain most likely was damaged during use and broke in this area.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: drain: product code? The product code is 11229. (Invalid). Lot #? The lot number is unknown. Was the drain broken in 2 or more pieces during use on patient? No information. Where was the drain breakage noticed? In the ward. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information. Was there any medical or surgical intervention performed? No. Was the broken drain removed from the patient and initial drain replaced with a new drain surgically to continue suction? The broken part of the drain was cut at the end of it and rest of the drain was continue to use. Any patient consequences / complications as a result of the event report? No information. Was case completed successfully? No information. No further information will be provided. The following information was requested, but unavailable: the additional information provided for blake drain product code: 11229 is not valid. Please re-check. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a mammectomy procedure on (B)(6) 2018 where a drain was used with a reservoir. The drain was placed under the skin. Post operative day one, the drain was broken when a nurse was milking the drain by finger with alcohol cotton. The broken part of the drain was cut at the end of it and rest of the drain was used by connecting another new reservoir. Further details are not provided from there were no adverse consequences to the patient.